Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited changes in right ventricular (rv) pace impedance measurements. The high out of range measurement was measured at 2892 ohms. Noise was reproduced during provocative maneuvers and it was suspected that the competitor rv lead had fractured. Boston scientific technical services discussed possible causes and provided troubleshooting options. No adverse patient effects were reported. The involved rv lead is a non-boston scientific product. This product remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited changes in right ventricular (rv) pace impedance measurements. The high out of range measurement was measured at 2892 ohms. Noise was reproduced during provocative maneuvers and it was suspected that the competitor rv lead had fractured. Boston scientific technical services discussed possible causes and provided troubleshooting options. No adverse patient effects were reported. The involved rv lead is a non-boston scientific product. This product remains in service.